Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer¿s current blood glucose level was 273 mg/dl. Customer reported insulin pump was asking for rewind process. Customer primed their insulin pump. Customer called to know about how to bolus the insulin pump. The insulin pump will not be returned for analysis.